Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was not used during the implant procedure due to the helix inability to be retracted. Prior to use the lead helix had been extended while in the packaging. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #product event summary: the full lead was returned. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Analysis was performed and no anomalies were found.